Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it was reported to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contributed to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of leaflets. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring reoperation in the immediately post-operative period is due to procedural related issues and is unrelated to the device. The clinical observation was confirmed through receipt of medical records. The cause of the event cannot be conclusively determined; however, procedural related factors likely impacted this event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm aortic pericardial valve was explanted at implant due to high gradient, leaflet mobilization issue of the left cusp, and significant insufficiency. The indication for the re-do aortic valve placement procedure was severe bioprosthetic aortic stenosis involving an non-edwards valve. The non-edwards valve was explanted and 23mm aortic pericardial valve implanted. The valve seated nicely without impingement on the coronaries. The patient was taken off cardiopulmonary bypass with good function, good contractility, and on minimal inotropic support. Cardiac echo was done. In the beginning, they thought that things were reasonable. Heparin was reversed with protamine. The patient was decannulated. However, the anesthesiologist noticed on echo, there were some issues with mobilization of the left cusp of the valve. He called in a cardiologist, which confirmed those findings, and also the valve had relatively high gradient. Proceeded then with re-arresting the heart. The aortotomy was opened only in the front initially, and then inspected the valve very carefully, looking at all cusps. There were no sutures going to the cusp. The cusp seemed to be completely intact. Then the aortotomy was opened completely. Again, inspected the valve. The cusp seemed to be mobile with a pickup. Surgeon did not have explantation why it was not working physiologically. Surgeon proceeded to explanted the valve. A 23mm aortic bioprosthetic valve was implanted. The aortotomy was closed. The cross-clamp was removed second time around, and the patient had very good hemodynamics. Cardiac echo was done and showed there was minimal gradient. There was no evidence of significant insufficiency. The valve was working appropriately. However, there was a small area with paravalvular leak that was considered to be trivial to mild. The patient developed significant coagulopathy and spent a significant amount of extra time in the operating room to give blood products and adjust the coagulopathy on this patient. The surgery was complicated by increased bleeding in the or, watched in or after chest closure and factor 7 given. Then the patient was transported to the cardiac ICU in critical, yet hemodynamically stable condition. Patient had post-operative atrial fibrillation on post operative day five. Patient was discharged on post operative day six in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.